Event description:
"The manufacturer became aware of an allegation of ds2adv auto CPAP alleging unit does not work. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the pca is burned. Device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."